Manufacturer narrative:
(B)(6). (B)(4). Device investigation narrative - examination was not possible, as the devices are not being returned. A review of the device history records and quality records associated with these manufactured lots confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture.

Event description:
It was reported that while trying to insert/place needle to repair meniscus the handle of the device bent and was unable to be used. No t implants were left unsupported in the patient's joint space. There were no reported patient injuries or complications and there was a two minute delay. Back up was used to successfully complete the procedure.